Event description:
It was reported that the mdu became very hot, became jammed and stopped working during a knee scope procedure. A backup device of the same model was used to complete the procedure. No injuries or complications were noted as a result.

Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed. The motor passed functional testing. The complaint was confirmed and the root cause has been determined to be corrosion of the gearbox assembly.